Event description:
(3/10 reference (B)(4) for related complaints) (documenting third cassette) per medwatch mw5108770: spontaneous call from patient reporting cadd legacy alarming no disposable, pump won't run. Patient attempted to realign the cassette but still alarming. Patient has had about 10 cassette issues in the last 6 months. Cnss and md aware, denied cnss help, has been on intravenous remodulin for a while. Provided lot number 4235173 and was advised to keep the cassette for possible return. Patient spoke to her husband who does her mixes and he is on the way home and denied pharmacist request to stay with her on the phone stating he will be home shortly and not reporting any side effects/issues breathing. Cassette was in use when fault occurred. Slight lapse in infusion but no side effects due to malfunction. Not sending replacement per her request and patient can return malfunctioning cassette. Patient does have plenty cassettes. Infusion is life-sustaining. Outcome-ongoing. Dose or amount: remodulin 101.25 ng/kg/min. Did the reported product fault occur in use with the patient? Yes; did the product issue cause or contribute to patient or clinical injury? No; is the actual cassette available for investigation? Yes; did we [MFR] replace the cassette? No, had plenty; did the patient have additional cassettes they were able to switch to? Yes; if yes, was the patient able to successfully continue their infusion? Not during the call, patient didn't want rph to stay on the line; if no, what was the patient instructed to do in able to continue their infusion? Advised to call if issue. Is the infusion life-sustaining? Yes; what is the outcome of the event? Ongoing. Note: lot number 4235173 is for an extension set, not cassette.